Event description:
Customer reportedly received result of 280 mg/dl on the aviva system and result of 130 mg/dl on professional meter within 10 minutes. Customer reported feeling "unwell" when the reported results were obtained. No medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.